Event description:
It was reported that during an unknown procedure, the device was damaged. After firing the device properly, it was impossible to put the jaws in neutral position. The device must have been removed from the patient with the trocar. A second stapler was used successfully. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information was not provided by the initial contact.